Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device was returned with a loose stopcock arm. The device was also found to be damaged and dented around the distal end and on the black o-ring. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-3371-4000 sheath body was defective and "the keys were detached". This was discovered during use on (B)(6) 2021 with no impact to the patient.